Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device doesn't acquire signal properly. The customer indicated that they put it on a patient and the nurse saw strange values for that patient. Immediately, they put another radical and it acquired properly. Additional clarification received indicated that the values does not correspond to the patient's state. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. Visual inspection showed the lcd and housing lens are cracked. During testing the device was able to power on using both ac and battery power. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. The device lcd is cracked which can obstruct measurement values. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.